Event description:
(B)(4) represented that its laryngoscope blades could be used with both greenline and rusch fiberoptic laryngoscope handles. We have both handles in our institution, and we have greenline laryngoscope blades. Greenline recently modified its blades, which resulted in the blades only working with greenline's handles. We were aware of the modification to the blades, but were assured the modified blades would work with greenline and rusch handles. During intubation of a newborn, we attempted to use a greenline blade with a rusch handle and it would not lock into place.